Manufacturer narrative:
Date of event: estimated to have occurred between mid 2017 and (B)(6) 2018. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, during a PICC (peripherally inserted central catheter) line insertion procedure, the turbo-ject® single lumen bedside power-injectable PICC was tunneled into the patient's subcutaneous tissue along the anterior chest wall, and brought to the surface near the right internal jugular vein. The peel away sheath was then inserted into the right internal jugular vein, and the insertion of the PICC was to follow. However, the PICC line was found to be kinking, and that kinking memory was retained. As a result, the PICC line could not be unkinked and led to blockage. The PICC line was withdrawn and a new PICC was placed. The product problem reportedly only occurred with the tunneling technique; there were no problems or challenges with a peripheral insertion. No patient adverse events occurred as a result of the issue. The device is reportedly available for return, but as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Corrected data: date of event: from (B)(6) 2017- (B)(6) 2017. After further review of the record, it was determined that the initial report inadvertently omitted clarification from the customer, "the facility claims it occurred every time they tunneled the cook piccs, from june 2017-dec 2017, most patients were cancer patients receiving chemotherapy. The only products and equipment used during the procedure was an ultrasound machine and a pair of myringotomy forceps to effect the tunnel in the anterior chest wall for the PICC ." As this information was available at the time of the initial report. Note: see related 1820334-2018-00707. Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and inspection of unused product was conducted during the investigation. Six unopened packages, lot number 8427645, were returned for investigation. The complaint device was not returned for investigation. One device was opened for investigation. A bent test was performed by manually bending the catheter material over completely. The catheter material was found to return to normal status, with no creases or wrinkles noted. The customer¿s difficulty could not be recreated in the unopened device. Additionally, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. A complaint search was performed on the returned packages: lot number 8427645 which revealed this complaint to be the only one associated with this lot number. Also, a review of the DHR did not identify any nonconformances that could contribute to the reported failure. Based on the information provided, no product returned, and the results of our investigation, the actual root cause was deemed to be inconclusive. Per the quality engineering risk assessment no further action is required.